Event description:
While doing a laparoscopic appendectomy, the small black piece attached to the trocar broke off when the stapler was pushed through the trocar. A new clip had to be opened because the stapler wouldn't fire properly. The broken piece of the trocar became stuck to the stapler, but was retrieved. A second trocar was opened because the gas seal was lost. No further problems noted.======================health professional's impression======================not known.======================manufacturer response for surgical trocar, allied trocar======================they would like to have the trocar back for testing.